Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent unspecified breast augmentation with a 275cc mentor memorygel breast implant and left side rupture was found intraoperatively during bilateral replacement surgery with non-mentor devices on (B)(6) 2022.

Manufacturer narrative:
On march 8, 2022, the mentor failure analysis lab received the device for evaluation. On march 9, 2022, mentor became aware that patient also experienced unacceptable appearance of breasts due to soft tissue ptosis in addition to left side rupture, and allergan low profile saline smooth lot number 25365136 on the right, and 25126557 on the left side were used on (B)(6) 2022. Reason for device explant and/or reoperation: left rupture, and unacceptable appearance of breasts due to soft tissue ptosis manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 14, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mod classic gel, 275cc breast implant had a crease/fold on the anterior and extended to the posterior view. In addition, a tear was identified within the crease/fold on the posterior view measuring approximately 4.5 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold, and the nipple points downward. Augmentation alone, without consideration of the ptosis, can produce a less than desirable cosmetic result known as a "rock in a sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).